Event description:
When the device was received at the manufacturer the door was missing. This could cause the non-sterile battery to be exposed to the sterile field. The user facility was not able to provide any further information regarding the reported event.

Event description:
When the device was received at the manufacturer the door was missing. This could cause the non-sterile battery to be exposed to the sterile field. The user facility was not able to provide any further information regarding the reported event. The service technician also observed a missing o-ring.